Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon. A synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, when the stent protector was removed, the stent stretched out on the balloon itself, partially at the distal end of stent with the proximal end of stent remaining secure on the balloon, inside the balloon marker. The device never went into the patient's body. The procedure was completed successfully with a different stent. No patient complications were reported.